Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise. It was also noted that the right ventricular (rv) lead had high capture thresholds. Both the right atrial (ra) lead and rv lead were explanted and replaced at scheduled generator change out procedure. No additional adverse patient effects were reported. The leads have not been received by boston scientific for further investigation.